Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pumpadditional text: high current alarmsspecific component(s) involved: other component malfunction, specifyadditional text:other component: blood pumpcausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): switch from vented electric to pneumatic-mode; other interventions, specifyother intervention : explant of lvad and heart transplantimplant device type: lvadmalfunction device type: